Manufacturer narrative:
We have no info if any of our devices caused or contributed to the capsule tear.

Event description:
During a cataract extraction procedure, the pt suffered a capsule tear. No additional info is available.